Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of the available medical records identified the following: indicates surgery to remove it. Severe medical joint line pain, synovitis and swelling. Pain in medial femoral condyle, there is an ossification that it is going to be surgically removed. 4yr visit indicates mild medial joint line pain. Radiology report no abnormal findings noted. Devices remain implanted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment of the implants is appropriate. Question mild osteopenia. No signs of heterotopic ossification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, b6, e1, e2, e3, e4, g3, g6, h1, h2, and h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of birth - unknown day in march (B)(6). Concomitant medical products: unknown cement catalog #: n/I, lot #: n/I. Report source: foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001822565 - 2021 - 02157, 0002648920 - 2021 - 00209.

Event description:
A clinical study patient underwent a primary right total knee arthroplasty. Subsequently, the patient developed swelling, pain and ossification of medial femoral condyle approximately 3 years later and underwent a surgical procedure on an unknown date to remove it. Implant remains implanted and report indicates reported event is resolved now. Attempts have been made, but there is no additional information at this time.